Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown smooth saline prostheses experienced left sided breast pain under her armpit where the implant is and a right sided skin rash post procedure. The rash was treated with cream and did not work. A mammogram was performed on (B)(6) 2019 and did not reveal any significant findings. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-01126 for contralateral prosthesis report.